Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and revealed that one of the spikes had separated from the tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube disconnected from the spike of a y-type blood/solution set, resulting in a leak. This occurred immediately after hanging a bag of packed red blood cells, and led to packed red blood cells leaking onto the nurse and patient. There was no patient injury or medical intervention associated with this event. No additional information is available.